Manufacturer narrative:
It was reported the device will not be returned to the MFR for investigation, and the lot number was not known; therefore, a complete investigation cannot be performed. Based on the information provided for this report, no conclusion can be made.

Event description:
In 2007, a clinical incident involving a cavity 8 gauge spinewand was reported to arthrocare corporation. During a procedure in which a tumor ablation of the l1 vertebra was performed, the tip of the wand was reported to have detached and remained in the pt. It was reported, the tip had detached after the physician had rotated the tip in the vertebrae to create a larger space. There is no plan to reoperate to remove the fragment. Current pt status is not known. Awaiting additional information from the user facility regarding pt status.